Event description:
Information was received indicating that a smiths medical cadd solis vip pump gives an erratic latch error even when the cassette is fully latched. There was no patient or clinical injury.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. A high alarm for cassette not attached properly was found to be displayed in the device's history log. The device was visually inspected and when the cassette was attached it alarmed that the cassette was not attached properly. The reported issue was confirmed. Further investigation of the pump determined that a faulty latch lock flex was the cause of the issue. It was recommended to replaced the latch lock flex.